Manufacturer narrative:
Pending investigation. Concomitant medical products: m001753 02-022-35-3011 truliant tib imp ps insert sz 3 11mm. 5921116 200-07-32 - advanced patella 32mm 3 peg implant. 5873608 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t.

Event description:
As reported, the female patient had an initial bilateral tka on (B)(6) 2019. The patient complained of pain and her right knee was revised on (B)(6) 2023 due to loose femur and recalled poly. This event is not related to the breakage of a device and there is no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
H6 investigation: the revision reported in (B)(4) was likely the result of an insufficient bond between the femoral component and the bone and/or patient related conditions, which led to aseptic (non-infected) femoral loosening and pain. However, this cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
Additional information: b6, b7, g3 from fu1-27 apr 2023, g6 from fu1-30 day, the right knee was revised on (B)(6) 2023 due to a loose femoral component and recalled poly. The revision surgery was approximately 3 years, 9 months, after initial implant. Due to the recall the device will not be released by the hospital. No additional information is available. These devices are used for treatment not diagnosis. Corrected information- from initial MDR f6, f8 & f10 should be blank- this is a manufacturer's report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported was likely the result of the reported loss of range of motion and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. Failure of the cement used to secure the femoral component to the femoral bone, may have led to loosening at the cement-bone interface and/or cement-implant interface; however, this cannot be confirmed as the devices were not returned for evaluation. The reported prosthesis wear could not be confirmed from the provided images. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.